Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER after receiving inappropriate shock for atrial fibrillation. Programming changes were made in clinic during follow-up. No further information is available at this moment.